Event description:
It was reported that the tip broke off during insertion, remains in the patient. Nothing was put on top of it. Punched another hole for same part/different lot. Rotator cuff repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested for evaluation but part remains in the patient and the remaining part will not be returned by the facility therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. Also the dfu states that when inserting in hard bone first use the punch to create a pilot hole then insert the tap to better prepare the bone. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.